Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited inappropriate shocks, oversensing, and low amplitude. The patient is being prepped for the ablation procedure. Discussed options for optimizing vector and auto set-up but may want to work with physician(s) and wait until after ablation in case anything is altered. The patient experienced pain and a revision procedure was performed and the s-ICD was explanted and replaced, while the electrode remained in service. Then, the electrode was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the new information received of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Manufacturer narrative:
Additional information was added to the following fields to capture the new information received of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe the event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited inappropriate shocks, oversensing, and low amplitude. The patient is being prepped for the ablation procedure. Discussed options for optimizing vector and auto set-up but may want to work with physician(s) and wait until after ablation in case anything is altered. The patient experienced pain and a revision procedure was performed and the s-ICD was explanted and replaced, while the electrode remained in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited inappropriate shocks, oversensing, and low amplitude. The patient is being prepped for the ablation procedure. Discussed options for optimizing vector and auto set-up but may want to work with physician(s) and wait until after ablation in case anything is altered. At this time, the s-ICD system remains in service and no additional adverse patient effects were reported.